Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not hold. The clips fell into the patient and the surgeon removed all of them. The case was completed with another device of the same product code. No patient consequences were reported.